Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 486 mg/dl. The customer was dehydrated, and was vomiting prior to the event. During the hospitalization, the customer failed a stress test on his heart, and required surgery. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer stated that he was using a reservoir from the recall list, and felt that he may not have been getting insulin. Sent a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.